Event description:
It was reported that during a lung resection procedure, two of the reloads defected. On one of them the staples partially came out and closed and the rest of them did not close. On the second reload none of the staples came out. In both instances the knife cut through the tissue, but upon inspection there was no staple line (or insufficient staple line). The surgeon needed to use extra three cartridges to achieve the desired result and extra healthy tissue needed to be compromised. The same instrument was used for the additional three reloads and there were no problems with them. There were no adverse consequences for the patient reported. This was a planned surgery with no inflammation tissue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the post-operative care for the patient was not changed due to the event. There were only changes to the intra operative technique. After the operation the patient has recovered and there were no changes to the care of the patient as a result.